Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Patient presented with acute myocardial infarction. The target lesion was located in the moderately calcified middle of left anterior descending artery. A non-bsc guidewire was advanced to the lesion. Thrombus aspiration and ivus were performed. Blood flow was then confirmed. A 2.75mm x 15mm emerge balloon catheter was selected to predilate the lesion. During the second inflation, the balloon ruptured at an unspecified atmospheres. The procedure was completed with a 2.75mm flextome cutting balloon. No patient complications were reported and the patient's status was good.